Event description:
The stent was found flared after it failed to cross the lesion. The report received indicated that during a coronary stenting procedure, the target lesion was successfully pre-dilated and the cypher stent was being delivered; however, the stent failed to cross the lesion. Therefore, the physician pulled the stent into the guide catheter and removed the device without complications. After the device was removed, the physician identified the stent was flared; consequently, the device was exchanged for another cypher stent and the procedure was completed successfully without any injury to the pt. Further info indicated that the physician encountered some resistance while advancing the delivery system through the target vessel, the proximal circumflex the de novo lesion was described as non- calcified, slightly tortuous and presenting 90 % stenosis.

Manufacturer narrative:
The product is available for evaluation, however, as of to date it has not been returned. This device is distributed outside of the united states; however, it is similar to the cypher coronary sds stents/ distributed in the united states. Additional info will be submitted within 30 days upon receipt.